Manufacturer narrative:
(B)(4). Unit received with pump error 38 alarmed during rewind. Problem isolated to the motor. No physical damage noted on motor assembly during visual inspection. Unable to verify pump error 35 due to constant pump error 38. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported that insulin pump received multiple insulin pump error alarm. The customer¿s blood glucose level was 120 mg/dl. The customer reported that customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.